Event description:
The customer alleges not being able to connect the adaptor to the flowmeter. No pt injury reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the thread on the adaptor was damaged. The issues with the adaptors is a known issue and a CAPA has been opened.

Event description:
The customer alleges not being able to connect the adaptor to the flowmeter. No patient injury reported.

Manufacturer narrative:
Qn # (B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A visual inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Customer complaint cannot be confirmed, based only on the info provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (031-033j: nebulizer adaptor 033, sterile, (B)(4)) available at the facility nor is being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file # (B)(4) was opened to perform a further investigation for this issue. If device sample becomes available at a later date this complaint will be re-opened.